Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) turned off and making spuddering noise. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e3, g6(investigation findings, component codes, investigation conclusion).

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a unexpected shutdown and making sputtering noise. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they had sent pictures of faults (111,112,118) on what to do for repair and a return visit would be needed. Upon return, the executive processor board and the video gen kit were replaced and the b.17 software was reloaded. Device passed the performance and safety checks according to factory specifications. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿video gen kit, and executive processor board¿. The issue was resolved by replacing the malfunctioning parts. Root cause evaluation for the replaced part cannot be performed since the defective part was retained by the customer. However per the CAPA, primary root cause #1: measurements / machine: pcba design margins are not compatible with gpu ic. This may be associated power, and/or pcie bus timing.

Event description:
N/a.